Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast key to be intermittently unresponsive. The "up", "down" and "ok" keys were responsive. Found keypad to be intact with no evidence of tearing or peeling. The keypad was removed for inspection and contamination was found under "contrast" key contact only.

Event description:
Father mentioned that the all the buttons the pump is sticking. He claimed that the backlight button is worse than the other buttons. Father states patient is still safely getting insulin. Father states patient wears pump clipped to waist. Product was replaced. Patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. Product was replaced.